Event description:
Heartware left ventricular assist device (lvad) presents on postoperative day #8 with cerebrovascular accident (cva) in the setting of international normalized ratio (inr) 2.0, therapeutic on heparin therapy and aspirin 325 mg daily.